Event description:
It was reported that the longevity of the pacemaker was too short. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) did not meet expected longevity, cause unknown. Both static and dynamic pacing current drain levels were normal for this device at bol (beginning of life) voltages. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. It was also found that the wire bonds lifted. This was noted to have occurred post explant. Adverse event flag, date of death field is 'not applicable', patient outcome.